Event description:
An implant failed to integrate. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was completed and found to be acceptable per release criteria.